Manufacturer narrative:
Summary of analysis: the reported connector problem was the result of the lead pin "catching and bending" the leaf spring during the insertion. The damaged leaf spring then lodged in one of the inner "o" rings which prevented extraction.

Event description:
The reporter indicated that the pacer would not release the lead. There was not a pt involved in this event and the device was not implanted.